Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, the device were broken shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: five striated patterns along the same edge broken in the side anterior/posterior assessed as surgical damage additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.